Event description:
Freestyle libre 3+ sensor false reading. Indicated a blood glucose reading of 49, finger stick showed actual glucose level of 119. Occurred twice within an hour. Attempted to contact company, excessive wait time to communicate, unable to talk with them. Unit serial number is either (B)(6) or (B)(6). (B)(6) or (B)(6).